Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the console generated an an autofill failure alarm. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.